Event description:
Technician alleged that the nurse call is not working. No patient impact.

Manufacturer narrative:
The technician replaced the nurse call board and communication cable to resolve the issue.